Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 400 mg/dl. Customer changed the cartridge and infusion set, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy, and had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.